Event description:
The customer reported the device would not pace. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by the customer's biomed department. The reported symptom could not be reproduced. There are no event files for review. They were instructed on how to correctly run an operational check by the philips call center. The device passed all testing and was returned to service. The cause of the malfunction cannot be determined as the symptom could not be reproduced. There are many factors that influence the ability to achieve electrical pacing capture including indication for pacing, underlying medical condition, and level of energy selected.

Manufacturer narrative:
(B)(4). The device was evaluated by the customer's biomed department. The reported symptom could not be reproduced. There are no event files for review. They were instructed on how to correctly run an operational check by the philips call center. The device passed all testing and was returned to service. The cause of the malfunction cannot be determined as the symptom could not be reproduced. There are many factors that influence the ability to achieve electrical pacing capture including indication for pacing, underlying medical condition, and level of energy selected.